Event description:
As stated by the customer on (B)(6) 2012. The lift band snapped and hangar bar fell few inches. The resident then fell into his wheel chair. He then scraped his left forearm arm on unspecific objects. The hangar bar then bumped the resident on his forehead.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjo med (B)(4). The mfrs initial analysis indicates that this is an isolated case, we see no trends on this complaint type. Pictures sent to the MFR indicates that the lift straps has not been replaced according to the preventive maintenance schedule. It should also be noted that the device has exceeded its intended life time of ten years with 7 years. Add'l info will be provided upon conclusion of the MFR's investigation.